Manufacturer narrative:
The investigation determined that the "black flecks" are embedded within the drip chamber wall and are not in the fluid path; this file is no longer MDR reportable.

Event description:
It was reported that there were black flecks inside the IV tubing's drip chamber upon priming with saline. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were black flecks inside the IV tubing's drip chamber upon priming with saline. There was no patient involvement.